Event description:
During a procedure to implant a trial lead (B)(6) impedance issues were reported. Efforts to resolve this matter via intraoperative troubleshooting proved unsuccessful. The lead was removed and a new device was inserted after which no further impedance issues were encountered.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.